Manufacturer narrative:
The insulin pump had a button error alarm due to corroded keypad traces.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 288 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.